Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: (B)(6), UDI: (B)(4).

Event description:
It was reported that the lead was bent above the cable contacts. Program optimization was attempted and was not successful. One lead also had high impedances and patient was also experiencing shocking sensation. The patient underwent an early lead pull procedure. Patient is fine postoperatively. Leads were discarded in biohazard containment per dr. Office policy.